Event description:
It was reported that a pump was replaced following intermittent motor stalls. It was initially reported that there was a motor stall that recovered after more than two hours, and multiple motor stalls since (B)(6) 2012. The motor stalls, all with recovery, occurred between (B)(6) 2012. The patient did require hospitalization and experienced symptoms of increased spasticity and "itching." It was also noted that the patient needed to take oral baclofen. The pump was replaced on (B)(6) 2012. The patient outcome was reported as recovered with sequel. The medication in the pump was compounded baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4). Final analysis of the pump found a pump motor feed thru anomaly.